Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(hardware low level failures), critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed and explained the insulin pump performed safety checks and the other critical pump error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed the self-test. The history was download successfully utilized thus software. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on 06/01/2024 17:00:47:000 pm with (variable 21 rf_chip_max_stuck_count). Pump error 63 alarm due to moisture damage at electronics assembly. Unit received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, fading serial number label, and cracked case corner of belt clip rails. Pump error 63 alarm triggered by three consecutive pump error 63 alarms due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.